Event description:
(B)(6) study. Same patient as md ID# 2134265-2012-07936, 2134265-2012-07935, 2134265-2012-07934. It was reported that during a stenting treatment procedure, chest pain occurred. In (B)(6) 2012, the site reported that the 2nd right posterolateral branch (rpl) was treated by predilating and implanting a 3.0x28 promus element stent. During placement, the patient experienced mild chest tightness and continued to have slight discomfort at the end of the procedure. The patient was discharged the following day without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer - the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).